Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of cutting wire broken. Block h10: the returned microknife xl was analyzed, and a visual evaluation noted that the working length had contrast residues. The tip was observed under magnification, and it was in good condition. The tip was cut to check the needle, and it was found that the needle was broken and blackened, which are consistent with the findings when the device was observed under x-ray. The broken section was not returned. Functionally, when the handle was actuated, the needle did not extend out of the catheter because the wire was broken. No other problems with the device were noted. The product analysis revealed that the needle (cutting wire) was broken and blackened. The cutting wire being blackened indicates that the device was energized. These conditions could have been generated due to the technique used, the patient anatomy, and/or interaction with the scope or additional devices. Also, the physical damage could have occurred if the device exceeded the maximum voltage or if the cutting wire was not in constant motion as per the instructions for use (IFU). These procedural factors could have contributed to the broken wire, leading to an extension problem. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a microknife xl was intended to be used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During preparation, upon opening the device, it was found that the needle was defective. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. This event has been deemed a reportable event based on the investigation results: the needle was broken. Please refer to block h10 for full investigation details.